Event description:
Provided information states that wire breakage was detected 26 days after the initial procedure. Patient had a second procedure to replace the broken wires.

Manufacturer narrative:
The device was discarded at the user facility, therefore evaluation by the manufacturer is not possible.